Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient order was not crossing over epic. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossing over epic. A technical support specialist (tss) dialed into server. Ran downtime query last successful xml processed, with 6340 availableforprocessingxml. Tss restarted the data synchronized server services and set data synchronization service 1.0 to automatic. Restarted bd pyxis external inbound processors service. Re-ran downtime query and confirmed xmls were increasing and processing successfully. Hospital site viewer cleared of critical alerts; override notice was manually set by customer. Customer confirmed orders were crossing successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient order was not crossing over epic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.